Manufacturer narrative:
Concomitant medical products - model: 694965, lead; implanted: (B)(6)2005 model: ddbc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low voltage, pace/sense right ventricular (rv) lead displayed an alert for high/undefined pacing impedance. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.